Event description:
The blood glucose monitoring device base was reported smoking and slightly burned. Reporter indicated the glucose device itself was also involved. Reporter stated no one was injured during the incident. A request was made for the return of the suspect device and replacement product was sent.